Event description:
A (B)(6) male pt contacted zoll customer support to report he is receiving service code 105. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 105) has been confirmed. Upon eval, the trunk cable connector was broken and several wires were cut (yellow, orange, brown). The cause for the damaged wires and connector cannot be positively identified but was likely the result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The pt rec'd a replacement electrode belt.